Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited alarm code 46510.

Manufacturer narrative:
A1, a2, a4) additional information was received indicating the event was (B)(6) 2021. Patient information was provided and updated in the report. Lastly, it was noted that the reported error came on upon turning on the pump. The pump was replaced. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a functional test was performed. Customer problem was duplicated. The device was powered up and was alarming with error code 46510. Root cause is unknown, however, the mpu board will be replaced.